Event description:
After further review, it was reported that the patient was ¿absolutely sure that the battery quit¿. It was noted that the patient felt like the battery was not working properly. The patient programmer displayed a battery that was drained all the way down and a picture with no battery in it. It was noted that ¿it won¿t do anything¿ and the patient was not feeling stimulation. It was also displayed on the patient programmer that ¿it can¿t do it¿ and the circle with the ¿I¿. It was also reported that the patient ¿can¿t empty their bladder¿. It was reported that the patient was in a lot of pain. It was also noted that the full manual did not show some of the icon pictures that shows up on the patient programmer.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient's device reportedly "quit working" on (B)(6) 2013. The reporter stated that the patient was informed her battery would last for 5 years. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).